Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The flow manifold, patient outlet fitting and compressor pump were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a " self check failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.